Manufacturer narrative:
A customer from the united states alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. An investigation was performed which did not identify any product problem. The pcr curve for sars-cov-2 on the original sample showed a real amplification on the raw data and a clear exponential elevation of the pcr growth curve, thus it cannot be confirmed to be called as false positive (low titer sample). There was no evidence of a hardware issue nor a tube leakage seen for this run. Note that samples near or below the lod (limit of detection) of the test may generate wavering results on repeat testing. Low titer samples can also occur due to cross-contamination. The observed discrepancy for this sample is most likely due to differences in the technology and the sensitivities between the different platforms used. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Initially, the alleged sample generated a positive sars-cov-2 result. The positive result was questioned by the physician so a new sample was collected from the patient which tested negative on a different instrument. The customer then repeated the original sample on a different platform and likewise generated a positive sars-cov-2 result. The original sample was repeated a final time on a different liat instrument and was negative for all targets. No harm was alleged. Please note that the customer collects nasopharyngeal samples using han chang lot hk201201 utm, which is not considered a recommended practice. Per the method sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation was performed which did not identify any product problem. A review of the data revealed real amplification and a clear exponential elevation of the pcr growth curve which indicates the original sample was likely a true positive low titer sample. There was no evidence of a hardware issue nor a tube leakage seen for this run. Note, that samples near or below the limit of detection (lod) of the test may generate wavering results on repeat testing. Low titer samples can also occur due to cross-contamination. The observed discrepancy for this sample is most likely due to differences in the technology and the sensitivities between the different platforms used.